Event description:
The lay user/pt contacted lifescan alleging that the product was having the following power related tissue: "unit powers off during use", which was unresolved with troubleshooting. There were no allegations of harm or injury.